Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "defib pad short" message. Complainant indicated that prior to patient use, the device was dropped and the defib output was incorrect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity log provided evidence of the customer report. The device's pace/defib engine assembly and analog board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.